Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the plate arrived in a decontaminated condition. The upper part was broke. A visual test was used for the investigation. A crack was noticed, no abnormalities was noticed. Also a microscopic investigation was performed. There was typical hints of brittle breakage was found. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The root cause for the problem is most probably usage related. The investigation showed the typically signs of a brittle breakage, caused by pull and bent back, or rather excessive bending of the plate. There is no CAPA necessary.

Event description:
Country of complaint: (B)(6). The upper borehole is broken off during the slight bending test.